Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller on steps to resolve the issue, including attempting to remove the cartridge and deliver a bolus, which completed successfully. However, issues persisted as the caller was unable to successfully reload a cartridge to resume insulin therapy. Technical support assisted by guiding the caller through the process again, but the alarm recurred. As a resolution, a replacement pump and cartridge were sent to the caller, along with instructions to return the problematic pump. The caller was informed about programming settings and connecting a cgm to the replacement pump, and alternative insulin delivery using mdi was suggested to ensure uninterrupted insulin therapy.